Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1: initial reporter addr: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 3.2 was failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 3.2 was failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main half-height drawer 3.2 was not detected on the bus. When the drawer was opened, liquid was observed on the row d and e row board. A field service engineer replaced both row boards d and e, but the issue was not resolved. The retractor band and controller board were then replaced. Following these actions, the customer was able to recover successfully. The system functioned as intended after the field service engineer repaired the device.